Event description:
The patient admitted for unstable angina. Upon angiography it appeared that a cypher stent had fractured. The fracture is of the mid rca stent. Patient received a long cypher stent to cover both areas in the vessel with the fracture. Patient left lab in good condition.